Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable.  The device history record (DHR) could not be reviewed, as the device serial number was not provided.  Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm surgical aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of nine (9) years, eight (8) months due to unknown reason.

Manufacturer narrative:
H11: corrective data: corrected section h6: result and conclusion codes.